Event description:
The physician was attempting to implant a 2.5mm diameter x 18mm length endeavor sprint rapid exchange (rx) drug eluting stent to treat an om lesion of a (B)(6) male patient with lmca disease. It was reported that the stent dislodged in the lmca while negotiating the stent to the om and a snare kit was used in order to retrieve the stent, however, this was unsuccessful. It was reported that the stent embolized in the left internal iliac artery; om was left for medical management and the lmca was stented with another stent. No other clinical sequela was reported. Device evaluation: the stent was not present on the balloon. Crimp impressions were evident along the balloon. The distal tip was damaged. Cine image review: procedural images provided confirm the diseased nature of the lm and om vessels. There are numerous pre-dilations evident on the images, however there appears to be no images of the endeavor stent dislodging from the balloon. A significant degree of stenosis was still evident following the pre-dilations.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent dislodgement), patient condition affected effectiveness of the device (patient lesion morphology; lmca diseased) evaluation conclusion: device failure/lack of effectiveness related to patient condition (patient lesion morphology; lmca diseased). (B)(4).